Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The disconnection without alarm or leak sound" the exact date of the event not reported. In the attached export of their "cirs" system, it is indicated (B)(6) 2019. Based on the notation used for the other reports in the same file, we can assume that this means (B)(6) 2019.

Event description:
The customer reported that the bellavista 1000e experienced missing disconnection alarms while connected to a patient. The customer stated that the disconnection occurred between the cyan colored flex tube and proximal heater wire adapter. As a result of this disconnection, the patient experienced a drop-in oxygenation. The customer confirmed that there was no further patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: results of investigation: vyaire review reported files. The reported complaint findings was the patient was disconnected from the circuit system by moving while trying to seat-up. The machine was in high flow oxygen therapy mode where the user has to confirm that all alarms suppressed. It seems that there was no real involvement of bellavista. No failure was detected in the event and the device worked as intended. No further details available as this reported event was from an anonymous report in the hospital's reporting system.